Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the patient needed to be hospitalized as a result of the implantable neurostimulator (ins) being at end of service (eos)/normal battery depletion. The patient had a loss of tremor control due to the depleted ins. There were no factors that led to this issue and no troubleshooting was performed related to this. The issue was resolved after the ins was replaced. Following replacement, the patient was back to baseline and doing well post-replacement surgery. No further complications were anticipated.